Event description:
Caller reported that pump battery would not charge despite using a tandem charging cable and multiple wall outlets. There was no reported adverse impact to the customer¿s blood glucose level. After several failed attempts to charge the pump using different adapters and cables, technical support decided to replace the pump, ensuring the customer continued with current insulin therapy using the existing pump. Caller was instructed on the return process for the problematic pump.